Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. No issues were noted with the tip section or markerbands of the device. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it was prepped for use. No issues were noted which may have potentially contributed to the complaint incident. A visual and tactile examination noted a kink with severe twisting and stretching on the device shaft 30cm from the strain relief. The damage was 8mm in length. The severity of the damage resulted in the shaft kink becoming stretched, twisted and rotated right down onto the guidewire preventing the guidewire from being removed. This type of damage is consistent with excessive force being applied to the delivery system during device use. The catheter is compatible with 0.035 in (0.89 mm) guidewires. It was noted that the device was received with a 0.031in guidewire inserted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 x 40 mustang¿ balloon catheter was advanced but failed to cross the lesion. It was then noted that the shaft got kinked and got stuck on the non-bsc guidewire. Subsequently, both the balloon catheter and the guidewire were removed as a unit from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 x 40 mustang¿ balloon catheter was advanced but failed to cross the lesion. It was then noted that the shaft got kinked and got stuck on the non-bsc guidewire. Subsequently, both the balloon catheter and the guidewire were removed as a unit from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.